Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The referenced device was received for further evaluation. Visual examination revealed the device had a broken glue bond that was not allowing proper connection of the flow sensor when plugged in. The device was scrapped following failure investigation.

Event description:
Covidien received information stating that the ht70 plus ventilator generated a &#39;system error high token 1, a&#39; error message. There was no patient involvement.